Event description:
A report was received that a patient's ipg was having problems communication with the remote control. A bsn field clinical engineer made several attempts at trouble shooting the communication problem but was unsuccessful. The ipg was suspected of having a disconnected battery and recommended for replacement. Following the ipg replacement procedure, the patient was reportedly doing well.